Manufacturer narrative:
The prismaflex control unit was inspected by a gambro svc tech. The tech investigation is still in progress.

Event description:
A nurse reported a pediatric pt expired during a shortly after completion of a cvvhdf treatment. The disposable were discarded after the treatment and no longer available for inspection. Limited info related to the pt and this event has been provided to gambro despite numerous attempts to collect more info.